Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for one (1) patient sample.